Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that both the patient's leads and the battery were explanted and replaced with a new system. The explanted products were sent for analysis. Patient recovered without sequela.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) was functional. Analysis of the lead (s/n: (B)(6)) revealed that the 3rd connector was corroded on the proximal end of the lead. Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021, explanted: (B)(6) 2024 , product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2021, explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2021, explanted: (B)(6) 2024 . Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, >40,000. Rep moved the programming to different electrodes that did not have impedances. The rep noted the cause was the pt had fallen on (B)(6) 2024. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.